Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.0 x 12 voyager nc, (B)(6) is being filed under a separate MFR number. There was no reported product deficiency. Angina and thrombosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the ramus artery. A 2.5 x 23 xience v stent was deployed and post-dilatation completed with a 2.75 x 15 voyager nc without issue. The patient was transferred to the recovery area. Approximately one hour post-stenting procedure the patient complained of crushing chest pain and the angiogram noted stent thrombosis. The patient underwent an additional percutaneous transluminal procedure with an extraction catheter and a second stent placed proximally. During post-dilatation inflation with a 3.0 x 12 voyager nc the proximal shaft separated; however, the entire catheter was removed from the anatomy without issue. The procedure was completed and the patient was reported as doing fine. There was no additional information provided.